Event description:
It was reported that guidewire fractured occurred. A 200 cm x 10 cm fathom-14 guidewire was selected for use. However, difficulties were encountered when the device was delivered through the microcatheter. The device was pulled out and upon withdrawal, the guidewire was split down at the middle of the tip. The procedure was completed with another fathom device. No patient complications were reported.